Event description:
Patient reportedly shocked inappropriately last night due to noise on rv lead. Noise is still present on rv lead. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.